Event description:
It was reported that the inflatable penile prosthesis connector was explanted due to fluid loss from the connector. Two weeks ago the patient found there was a lack of inflation. There was no malfunction of the device. A new connector was implanted. Following surgery the patient's outcome was he was doing well.